Event description:
In this case, the customer is reporting that the table has struck the gantry and the equipment has turned off. This occurred while the system was not in clinical use. There was no report of harm to a patient, operator, or bystander as a result of this event.

Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a follow up MDR at the completion of the investigation. (B)(4).

Manufacturer narrative:
(B)(4). C&r 1525965-12/20/12-028-c. On (B)(6) 2013, the customer at (B)(6) called philips requesting service on their brilliance 6 air system. The customer stated that the patient support fell downward slowly and struck the gantry and turned off the system. The system was not in clinical use when the event occurred. There was no report of harm to a patient, operator, or bystander due to this event. A philips field service engineer (fse) was dispatched to the customer site on 09-oct-2013. The fse visually inspected the system and found that the shim iron (key) was not in correct position and adjusted the shim. The patient support was tested without load and with load which passed. The system was monitored and there were no recurrence of the issue. There were no parts replaced and no logfiles captured for this event. Per the instruction for field change order (fco) 72800495 and fco 72800540, it states the following: 10. Because loctite #603 sets up very quickly, it will be very important to dry-fit the hub, key and set screws onto the vertical motor shaft first. Take the time to run both set screws all the way into the hub and then back them all the way out. Only after assuring that the parts will fit together without loctite should you move to the next step. Loctite #603 starts to set up in just 7-10 minutes. 11. Apply loctite #603 from the kit around the top of the vertical motor shaft and the inside of the spline hub. Use a rotating motion to ensure good coverage. Prevent excess adhesive from running down into the motor. Refer to the next two photos. Apply liberally but be ready to wipe away excess with a towel. 12. Install the spline hub onto the vertical motor shaft, set screws side down. Slide it down until it comes in contact with the white spacer. Rotate the spline hub to spread the loctite evenly throughout the inside then ensure the keyways on the shaft and the hub are aligned. 13. Apply loctite #603 from the kit to the new motor shaft key, and install the new key into the spline hub/vertical motor shaft keyway. Insert the key fully into the spline hub/vertical motor shaft keyway until it is flush with the top of the spline. The key may fit tightly now and it may be necessary to tap the key into the keyway using a suitable tool like a composition hammer or the plastic handle of a screwdriver. 14. Apply loctite #603 from the kit to a cup point set screw threads, install it into the spline hub and tighten to 7 lb.-inch. (0.8 nm). Repeat for the other set screw. 15. Wipe away any excess adhesive (loctite #603) from external surfaces. Ensure there is no loctite on the grooves of the spline hub. Check each groove and wipe the outside of the spline hub thoroughly. Ensure that the spline hub will not move up or down or is loose in any direction. Based on the information provided from the philips field service engineer (fse), the spline key had moved, therefore it is likely that no loctite was used when the fse implemented fco 72800495 on 05-sep-2011. Per philips project manager for CT service innovation, if fco 72800495 was implemented properly, if the vertical brake assembly required replacement, the spline key would not be affected. In addition, per the brilliance CT 6/10/16/ 16p/40/64, big bore and ict - mx8000 dual v.exp p a t I e n t s u p p o r t r e p a I r a n d r e p l a c e m e n t per the instructions in section 17 vertical brake on page 201 11. Determine if fco 72800495 has been done on the brake or if its equivalent has been done at the factory: a. Look at the top of the motor housing: if "fco 72800495" has been written on top of the motor housing, install the new brake according to the procedure installing a warner erd vertical brake on page 202. B. If "fco 72800495" has not been written on top of the motor housing: attempt to remove one of the setscrews in the hub. Use a screwdriver to pry up on the hub. C. If the setscrews can be removed or the hub mes when pried up with a screwdriver, perform fco 72800495 using the instructions included in the patient support vertical brake hub rework kit. D. If the setscrews cannot be turned and the hub does not move when pried up with a screwdriver, leave the hub in place and proceed to ¿installing a warner erd vertical brake on page 202. In review of the service history for this system at the customer site, in the service work orders fco72800495: patient support vertical brake hub rework the fco does not apply to this equipment, since it is only for tables with a brake for the vertical motor with a specific part number , and this table has a brake with a different part number. On 16-aug-2014, the fse confirmed that fco72800495 was installed on monday september 5th 2011. There were no log files or parts returned for further evaluation of this issue. Based on the information provided, the fse replaced the vertical brake when fco 72800577 was implemented. It is likely the probable root cause of this issue is that when the vertical brake was replaced loctite 603 had not been used on the spline key at the time fco 72800495 was implemented, resulting in the spline key moving and causing the un-commanded motion. 09-oct-2013 the fse repositioned the shim key, utilized loctite 603, and tested the system to resolve the issue. The system was then returned to the customer for clinical use. In addition, on 15-oct-2014, fco 72800495 was re-implemented on the system by the fse. CT engineering reviewed this reported event and determined the risk to be unacceptable the product safety committee included information related to the correction and removal documents for this issue including field safety notification (fsn 72800540) that was sent to the field on 23-sep-2011 stating that: if the customers couch moves down unexpectedly, they should discontinue use of the device and they have to contact their field service engineer immediately. A copy of this field safety notice has to be retained with the equipment instructions for use (IFU). The product safety committee included information related to the correction and removal documents for this issue including field safety notification (fsn 72800495) that was sent to the field on 25-jan-2011 stating that: · if the customers couch moves down unexpectedly, they should discontinue use of the device and they have to contact their field service engineer immediately. · a copy of this field safety notice has to be retained with the equipment instructions for use (IFU). The product safety committee binder (psc) cle12-020 includes information related the correction and removal documents for this issue including field safety notification (fsn 72800577) that was sent to the field on 20-dec-2012 stating that: if the customers couch moves down unexpectedly, they should discontinue use of the device and they have to contact their field service engineer immediately. A copy of this field safety notice has to be retained with the equipment instructions for use (IFU). 09-oct-2013, the fse repositioned the shim key, utilized loctite, and tested the system to resolve the issue. The system was then returned to the customer for clinical use. In addition, on 15-oct-2014, fco 72800495 was re-implemented on the system by the fse. There were no logfiles or parts returned for further evaluation of this issue. Based on the information provided, the fse replaced the vertical brake when fco 72800577 was implemented. It is likely the probable root cause of this issue is that when the vertical brake was replaced loctite 603 had not used on the spline key at the time fco 72800495 was implemented, resulting in the spline key moving and causing the un-commanded motion.